Manufacturer narrative:
Investigation report attached is on retained samples only. Device discarded.

Event description:
After 3 hours into hemodialysis treatment, nurse found bloodline disconnected between the venous connection and the patient's canaud catheter. Blood leak occurred. Approximate amount of 300ml of blood was lost. Patient experienced headache and was given paracetamol to alleviate the headache. No further information was provided

Manufacturer narrative:
Investigation report attached is on retained samples only. On 9/8/2016: additional investigation report attached on returned unused samples of other medical devices used during incident. Device discarded.

Event description:
After 3 hours into hemodialysis treatment, nurse found bloodline disconnected between the venous connection and the patient's canaud catheter. Blood leak occurred. Approximate amount of 300ml of blood was lost. Patient experienced headache and was given paracetamol to alleviate the headache. No further information was provided.